Manufacturer narrative:
This report is for an unknown guides/sleeves/aiming/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the pfna-ii blade could not be inserted through the unknown aiming device. The procedure was successfully completed without surgical delay. There was no patient consequence. Concomitant devices reported: unknown aiming device (part# unknown, lot# unknown, quantity 1). This report is for one (1) unk - guides/sleeves/aiming. This is report 1 of 2 for (B)(4).